Event description:
A customer reported that there were cartridge errors with the pump, which also struggled to upload cartridges. There was no adverse impact to the customer's blood glucose level. The patient declined further troubleshooting, and no additional corrective actions were taken.